Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history record for the reported oad was unable to be reviewed, as the lot number was not provided. (B)(4).

Event description:
An unexpected audible change was heard during the third treatment with a diamondback coronary orbital atherectomy device in the circumflex artery on low speed. A perforation was identified via imaging. A covered coronary stent was used to resolve the perforation following unsuccessful attempts to seal it with balloon angioplasty and drug-eluting stent placement. The procedure was completed without further issue and the patient was discharged the following day.